Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered an unnecessary 1 unit bolus, because the customer mistakenly thought that blood glucose (bg) was elevated. Customer experienced a (bg) level of 55 mg/dl. Customer declined to provide further information regarding low bg.